Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4); product ID: 977a290, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a lead breakage issue. When the patient was post follow up in the clinic, the impedance of all electrodes from 0 to 7 were larger than 10,000ohms, all open circuit. There were no specific external contributing factors that led to this event. There was no traffic accident. The hcp tried to determine the cause by taking an x-ray. The anchor was missing from the lead. The hcp still did not know what caused the lead breakage. There was no injury. Both leads were removed immediately and replaced. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced chronic pain with no other symptoms. It was noted the missing anchor occurred when attempting to secure the anchor to the lead, the tie loosened, and the anchor was missing. It was noted the patient¿s indication for device use was complex regional pain syndrome (crps) type 1. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the first lead found conductors #5 and #6 were broken 14.1 cm from the lead¿s distal end. Analysis of the second lead found all conductors were broken 13.9 cm from the lead¿s distal end. If information is provided in the future, a supplemental report will be issued.